Manufacturer narrative:
(B)(4). During follow up it was reported that the patient passed away due to cardiac failure while using peritoneal dialysis (pd) disposable supplies. As a result, pd disposables are no longer suspect products in the reported death. No further investigation is needed for this complaint.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was cardiac failure. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.